Manufacturer narrative:
Of the 16 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 1 additional failures found with a damaged pump piston. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-84 years of age and between 55 and 215 pounds. Of the reported patients, 8 were male and 8 were female.